Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with amikacin injection 250 milligrams in bag one and bag three intraperitoneally (specific frequency of bags and duration not reported) and zobact injection 1.5 grams two times per day intravenously (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the patient was reported to be "doing well." Was recovered from the peritonitis, and the peritoneal effluent fluid was clear. No additional information is available.